Manufacturer narrative:
Reference record (B)(4). The device involved in the event remained implanted in the patient; therefore, a return sample evaluation is unable to be performed. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. Duopa treatment started (B)(6) 2016. On 28 oct 2020 the patient reported he had two endoscopies/colonoscopies in the past. First was in (B)(6) 2020 and patient had 5 bleeding ulcers and had polyps removed. Second was on (B)(6) 2020 and patient was diagnosed with stomach lining erosion/possibly "tubing erosion." Patient also has stoma bleeding with dressing changes 2-3x/day. Patient taking omeprazole. Patient did not have any additional details.

Event description:
On (B)(6) 2020 it was reported that the tubing assembly was removed and will not be replaced for another month.

Manufacturer narrative:
Reference record (B)(4).

Event description:
On (B)(6) 2020, it was reported the patient stated he had ulcerations at the peg j tube, had the tube removed, had five endoscopies and received unknown antibiotics in (B)(6).

Manufacturer narrative:
Reference record (B)(4). Refer to b5.